Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 120 mg/dl and sensor glucose was 60 mg/dl at the time of call. The customer's blood glucose was 220 mg/dl and sensor glucose was 120 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the blood glucose was 112 mg/dl and sensor glucose was 65 mg/dl prior to threshold suspend. The customer was advised to turn off sensor feature. The sensor will be returned for analysis.